Manufacturer narrative:
Results: the distal tip of the indigo system separator 8 (sep8) core wire was fractured approximately 149.5 cm from the proximal end. Conclusions: evaluation of the returned device revealed that the sep8 core wire was fractured. If the device is repeatedly advanced and retracted during use, the core wire may become fatigued and damage such as this may occur. Sep8 devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right pulmonary artery using an indigo system separator 8 (sep8). During the procedure, while using the sep8 with an indigo system aspiration catheter 8 (cat8), the physician noticed that the tip of the sep8 was becoming very weak and rolled over on itself easily. The physician then removed the sep8 to inspect it and found that the distal end was damaged. The physician stated that the sep8 may have flipped over on itself as it exited the distal end of the cat8. The procedure was completed using a new sep8 and the same cat8 without any further issues. There was no report of an adverse effect to the patient.